Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: the unit was returned with its original pouch batch 24747605. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual inspection confirmed one rf probe was returned for analysis (electrode). The two tines were bent at the distal section. Functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged.

Event description:
It was reported that difficulty to extend a needle occurred. During a radiofrequency ablation procedure, a 3.0cm leveen superslim electrode was advanced into the target lesion. However, it was noticed that the needle electrode was not fully deployed and could not be used normally. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that difficulty to extend a needle occurred. During a radiofrequency ablation procedure, a 3.0cm leveen superslim electrode was advanced into the target lesion. However, it was noticed that the needle electrode was not fully deployed and could not be used normally. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.